Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The alarm occurred several times. Air bubbles were found in the patient line; pressed ok but warning reoccurred and treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the day and retry treatment at a later time. The patient noted having drain pain during the drain cycles and requested a new cycler. The patient has followed up with their peritoneal dialysis nurse (pdrn) regarding the drain pain but a cause has not been determined. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) until they received a new cycler. The pdrn confirmed the patient was having drain pain as well as abdominal pain. The patient was prescribed prophylactic antibiotics due to the abdominal pain and advised to discontinue to the use of the cycler until the new cycler was received. The patient tested negative for peritonitis. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The alarm occurred several times. Air bubbles were found in the patient line; pressed ok but warning reoccurred and treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the day and retry treatment at a later time. The patient noted having drain pain during the drain cycles and requested a new cycler. The patient has followed up with their peritoneal dialysis nurse (pdrn) regarding the drain pain but a cause has not been determined. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) until they received a new cycler. The pdrn confirmed the patient was having drain pain as well as abdominal pain. The patient was prescribed prophylactic antibiotics due to the abdominal pain and advised to discontinue to the use of the cycler until the new cycler was received. The patient tested negative for peritonitis. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The alarm occurred several times. Air bubbles were found in the patient line; pressed ok but warning reoccurred and treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the day and retry treatment at a later time. The patient noted having drain pain during the drain cycles and requested a new cycler. The patient has followed up with their peritoneal dialysis nurse (pdrn) regarding the drain pain but a cause has not been determined. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) until they received a new cycler. The pdrn confirmed the patient was having drain pain as well as abdominal pain. The patient was prescribed prophylactic antibiotics due to the abdominal pain and advised to discontinue to the use of the cycler until the new cycler was received. The patient tested negative for peritonitis. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. Fluid in the hp3 filter is a related failure to the reported symptom code air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.